Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician intended to use an in.pact pacific drug-eluting balloon for the treatment of a calcified lesion in the common iliac artery. When inserted into the patient, it was reported that the balloon would not inflate and there was a leak at the tip of the balloon (pinhole). Another drug-eluting balloon was used to complete the procedure. No patient injury was reported. Please note that in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed in.pact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary the device appeared used because it was dirty of blood. However, the balloon was still folded even if the folding was slightly damaged. The red protection was loaded on the balloon. The guidewire lumen was successfully flushed. A guidewire 0.018" was advanced from the tip to the hub, no resistance was felt during the procedure. Negative pressure was applied to the system by a manometric syringe: the test failed as a stream of bubbles was detected in the water column. An attempt to inflate the balloon was made, but it failed because a leak was detected in the distal part of the balloon. The balloon was observed through the microscope. The magnification confirmed a hole into the balloon due to a scratch. If information is provided in the future, a supplemental report will be issued.